Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported on (B)(6) 2016 the connector broke on the desktop charger so they were unable to recharge the recharger. Due to being unable to recharge the recharger the consumers pain returned in their legs. No out of box failure was reported. After the consumer received a new desktop charger they called back and stated they also needed a new recharger.

Manufacturer narrative:
Analysis of the desktop charger s/n (B)(4) found the connector pins on the cable assembly were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.